Event description:
It was reported that the customer had unexplained low blood glucose levels. The blood glucose reading was in the 20 and 30 mg/dl range. The most recent blood glucose reading was 90 mg/dl, which was treated with food. The customer stated that this had taken place over the last couple of weeks. She advised that she had not been admitted as an inpatient for medical treatment. She noted that yesterday her blood glucose reading dropped from 78 mg/dl to 37 mg/dl within 10 minutes, and it continued to lower before it rose back up. The reservoir showed less insulin than what was shown on the status screen. Upon troubleshooting, the device passed the displacement test. She noted that her insulin pump had been through a metal detector at the airport, although it was not exposed to a strong magnetic field. She was advised to discuss with a doctor regarding low blood glucose. She requested replacement of the insulin pump because she felt that it gave her random insulin. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.